Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The field service technician found the unit leaking from tubing; the housing was damaged along the input for flow valve. Also, fluid remains were found inside of unit mainly along the flow valve. Field service replaced analog board, solenoid manifold, tubing kit, barb low side (the soft side right) which was also damaged along with housing. Unit was sent back to the customer after passing all testing and the suspect components are no longer available to be returned to carefusion's failure analysis lab.

Event description:
The customer reported the model ltv (lap top) 1000 ventilator unit failed leak test and sensitivity test and would then auto cycle. No patient associated with complaint.